Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the conical dissection tip broke off in the pt's leg. The broken pieces were removed from the original incision and a replacement kit was opened in order to complete the procedure. The hospital did not report any pt complications.

Manufacturer narrative:
Investigation results: the conical dissection tip was received with the conical tip securely attached to the juicer body and formed a complete assembly. The juicier body proximal end had cracked and pieces were missing. It was also observed that the inside surface of the parting line seems to have cracked. The reported failure was confirmed. To further investigate, the dissection tip was screwed on to the returned 7mm scope. The tip could be screwed on without any difficulty. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode.